Event description:
Report received of an overdelivery. The pump was programmed on an unspecified date to deliver dilaudid 1mg/ml, in the pca only mode, with a 2.5mg pca dose, a 10-minute pt lockout, and no 4-hour limit was selected. It was reported that after the pump alarmed with an empty syringe, the 25mg/25ml dilaudid syringe was replaced and therapy was continued. The customer reported that "within 10 minutes", the pump sounded an empty syringe alarm. Upon inspection, the nurse noted the syringe was empty and "the pump display was blank and the programming was erased". The pump was removed from clinical service. Neither the nurse nor their manager could find any evidence of tampering or fluid spillage. The customer stated the pt did not experience any adverse effects and no medical interventions were required. Though requested, no further info was available.